Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 250 mg/dl. The pod reportedly alarmed while worn on the back for between 5 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The pod was removed in the ER and the patient was treated with an infusion and antiemetic medication. The patient was released after a few hours.